Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that during follow-up the CT showed that there was a type ib endoleak. The decision was made to place a stent graft extension. The patient was successfully treated with a vamc4040c100tu and a vamc4040c150tu. No endoleak was noted on completion. The physician stated that the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.